Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device did not function properly. Another like device was used. There were no adverse patient consequences. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatches 2210968-2012-08052, 2210968-2012-08053, and 2210968-2012-08055. The same patient is represented in each medwatch.